Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Lot expiration date is not available.

Event description:
During a bankart procedure anchor pull out. Additional information 8-5-2016. How was the procedure completed? Used another anchor. Was the original bone hole used to complete the procedure, or was an additional bone hole made to complete the procedure? Additional bone hole was made. What type of bone quality did the patient have? Bone quality was dense. Were there any delays? 10 to 15 minutes.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the anchor under magnification revealed no structural anomalies that would have contributed to this failure. The threads on the anchor appear slightly stressed consistent with it being inserted into the bone. Additionally, there were tissue debris around the distal tip of the inserter, indicating it was used. It can be confirmed that this anchor pulled out. Typically, anchor pull outs are associated with incomplete insertion into the bone hole, using instruments not indicated to be used with the anchor, poor bone quality and applying excess force on suture during tensioning. It was reported that the patient had dense bone quality so that factor would not be considered. Although we cannot discern a root cause, any of the aforementioned factors or a combination of factors could possibly lead to this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 1 similar complaint for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).